Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with a 8mm-40mm balloon catheter and no patient complications were reported.